Event description:
A (B)(6) female who underwent a tvt-o procedure two years previously by another surgeon who developed mesh erosions after surgery. The surgeon tried to correct the erosions in the office, but they persisted and she had to have the entire sling removed.